Event description:
It was reported that the customer had a test failure alarm on the insulin pump. Customer stated that the alarm occurs 5-7 times a week. Customer stated that the pump reboots and starts counting up in numbers. Customer has a back-up plan of manual injections, lantus, and humalog. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.